Event description:
On (B)(6) 2022, it was reported by a facility representative via medwatch email that an ar-7220 fiberwire needle broke off in the wire during surgery. Surgeon was able to retrieve all broken parts. This was discovered during a peroneus brevis tendon repair of the foot on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.